Event description:
It was reported the patient was having their neurostimulator removed because it kept turning on and too high. It was noted the patient even fell and broke their hip the (B)(6)prior to report ""because of that machine. "

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).